Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen could not be calibrated. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's touchscreen could not be calibrated. The customer was provided with the part number for a replacement touchscreen. The investigation is ongoing.